Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient was treated with meropenem injection (1000mg, ongoing) and ceftazidime injection (1gm, ongoing) for peritonitis. At the time of this report, the patient was discharged from the hospital and had recovered from peritonitis. Pd therapy was ongoing, and the patient was retrained in aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.